Event description:
It was reported that the external pulse generator (epg) could not pace. The epg was returned to the manufacturer for servicing. This event occurred during the physicians check of the device so the epg was not yet connected to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the printed circuit board (pcb) was damaged. It was further noted that the sense test failed, it sensed lower than expected and was not remedied by calibration. The failure was intermittent. As a result the pcb was replaced. It was also noted that the battery flex and lower case were damaged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the printed circuit board (pcb) was damaged. (B)(4).